Manufacturer narrative:
Age of device: 1 month, 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2018. It was reported that patient had intracerebral hemorrhage on (B)(6) 2018. No fall was reported. It was reported that the reason for cerebrovascular accident (cva)/ stroke could not be confirmed but it was stated that the pump operated as expected. Patient's blood pressure was stable and anti-coagulation regimen included lovenox for a low inr (1.7). Patient expired on (B)(6) 2018 secondary to stroke. Pump was explanted but will not be returned. No further information was provided.

Manufacturer narrative:
Date received by manufacturer. Investigation summary: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The account communicated that patient had intracerebral hemorrhage on (B)(6) 2018. No fall was reported. The reason for cerebrovascular accident (cva)/stroke could not be confirmed but pump operated as expected. The hm3 lvas IFU lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The implant kit was shipped with heartmate 3 lvas IFU, document (B)(4), rev. B. This IFU lists bleeding, stroke, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file for this event.